Event description:
Caller reported ongoing intermittent occlusion alarms resulting in an elevated blood glucose that was displayed as "high." A specific value was not provided. The customer managed the high blood glucose by administering a correction injection. To resolve the occlusions, the customer changed the cartridge and resumed using insulin. However, occlusion alarms persisted and the customer ultimately reverted to manual injections for insulin therapy.